Event description:
It was reported that the patient had endocarditis. The device and lead were explanted. No further patient complications were reported as a result of this event.

Event description:
It was reported that the patient had endocarditis. The device and lead were explanted. It was further reported that the patient had nausea, fever, and chills. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.